Event description:
It was reported by the customer that a pyxis medstation es system patient was not appearing on the patient list within the unit. The customer indicated that the malfunction was affecting patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retry mode error and it has been verified that the logs from both the station and the server reflect the same issue. A technical support specialist checked station and performed data sync procedure to resolve retry error. The system functioned as intended after the field service engineer troubleshooted the device.